Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct the date in section f6.

Event description:
The user facility reported that the doctor inserted the involved thorflex hybrid plexus device into the patient at the conclusion of the procedure he said that the tee study of the stent looked open and patent. The brachial pressures matched the femoral pressures as well. The doctor also stated that he did well and was progressing in his recovery over the weekend. However, either sunday or monday night y his brachial pressures did not match the femoral and his health started to decline. A CT scan was done at that time and showed compression of the stent graft portion of the thoraflex. There is a follow up procedure scheduled for 15 mar 2023 to address the stent compression. Additional information was received on relevant medical conditions.type a and type b dissection with previous ascending hemiarch repair and a thoraco abdominal graft. Physician's opinion for cause of this event was possibility the device not the procedure and pre-existing condition, yes. Patient outcome was patient was in the hospital and intubated.